Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified left anterior descending artery. Two 10mmx2.50mm wolverine coronary cutting balloon were selected for use. During procedure, it was noted that the balloons ruptured upon first inflation at 4atm. The devices were removed from the patient's body without any problem. The procedure was completed with a different device. There were no complications reported and patient was in good condition after the procedure.